Manufacturer narrative:
(B)(4). As per the user facility biomedical engineer (biomed), the really big ice block did not let the water flow. The user facility was direct to the manufacturer's technical support. The technical support associate reported that the ice sensing tube was removed from the bracket and set aside during cleaning. The user facility did not think of it at that time. This piece is design is to prevent the heater cooler unit form forming an oversized block of ice. The user facility biomed reinserted the tubing, added a hose clamp, and set the correct tubing distance from the bracket to 0.75 inches. The user facility was instructed to call back if they have any further issues.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit was making really big ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received indicated that there was no blood loss.